Manufacturer narrative:
Findings: pump passed displacement test. Unit was received with intermittent act button, up arrow button and down arrow button response due to flattened act button, up arrow button and down arrow button dome switch. No moisture damage on keypad traces noted. Keypad connector was fully locked. Unit had cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The customer¿s blood glucose level was unknown. The customer¿s act key, upper right key and lower right key were not sensative. The customer did not troubleshoot the issue. The insulin pump will not be returned for analysis.